Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2014 where he was implanted with a stryker hip system. It is further alleged that diagnostic workup revealed excessive levels of cobalt and chromium in his blood. The plaintiff underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinical review - no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2014 where he was implanted with a stryker hip system. It is further alleged that diagnostic workup revealed excessive levels of cobalt and chromium in his blood. The plaintiff underwent revision surgery on (B)(6) 2018.